Event description:
The customer reported that system has an error code displayed. No reported injury to pt. System gave "low ma" error message.

Manufacturer narrative:
The ge service rep performed hvsr pbc alignment. Performed filament duty cycle calibration. Reloaded system configuration files. System operates properly at this time.